Manufacturer narrative:
(B)(4). Date sent: 5/11/2021 h11=corrected data=h2 h2: if follow-up, what type? Evaluation h3: device evaluated by manufacturer? Yes.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2021. D4: batch # u40e5p. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components. Further analysis showed that the firing trigger was stuck. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition, fourteen clips were found inside clip track. No conclusion could be reached as to what may have caused the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during alaparoscopic cholecystectomy, the doctor was using the er320 clip applier and it did not fire. To apply the clip, there was an unusual amount of resistance on the firing handle. As he used more force to apply the clip, a malformed clip was applied. Doctor had to remove malformed clip and open up a new er320. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2021. H2: additional information received: it was confirmed "there was no patient consequence.